Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) product manager that condensate build-up was observed on 10 rt265 infant dual heated evaqua2 breathing circuits during use. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). One of the 10 complaint rt265 infant dual heated evaqua2 breathing circuits has only recently been returned to fph in (B)(4), and is currently being investigated. We will provide a follow-up report once we have completed our investigation. Currently being investigated.

Manufacturer narrative:
(B)(4). Method: one of the complaint rt265 infant dual heated evaqua2 breathing circuits was returned to fph in (B)(4) for inspection. It was visually inspected and electrical resistance tested using a calibrated multimeter. Our analysis is also based on the hospital visit conducted by fph product manager and product development engineer. Results: visual inspection revealed that the inspiratory limb was damaged. The evaqua expiratory limb was cut open and the expiratory heaterwire was also damaged. The electrical resistance of both the inspiratory and the expiratory heaterwires were within specifications. The fph product development engineer noted that there was no condensation issues occurring during their hospital visit; however, it was observed that many of the hospital's device set-ups were not ideal, in particular the temperature probes "were in the hot incubators and very low duty cycles". A lot check was not performed as lot information was not provided. Conclusion: condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit illustrate the correct set-up and location of the device in the incubator, and also state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." The fph product manager is working with the hospital staff to provide further training on the use of our breathing circuit and condensation management.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) product manager that condensate build-up was observed on 10 rt265 infant dual heated evaqua2 breathing circuits during use. No patient consequence was reported as a result of this incident.